Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part #: 310.507; lot #: f-31395; manufacturing site: selzach; supplier: (B)(4); release to warehouse date: 03 dec 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø1.5 w/marking l96/82 2flute the drill bit was broken, and broken piece was returned, and no other issues were identified. The dimensional inspection was not performed due to post manufacturing damage. The observed condition drill bit ø1.5 w/marking l96/82 2flute in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the drill bit ø1.5 w/marking l96/82 2flute. While no definitive root cause could be determined, it is probable that drill bit ø1.5 w/marking l96/82 2flute was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: drill but 1/marking. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reductional internal fixation surgery for finger with the drill bit in question. During the surgery, the drill bit was broken. In addition, because the drill bit 1.5mm for implanting the va-hand plate 2.0mm was out of stock, the drill bit in question for implanting the distal ulna plate was shipped instead and used in the surgery. Fragments of broken drill bit were removed, and no residue remained in the body. Procedure was completed successfully without any surgical delay. Concomitant device reported: unk - plates: lcp distal ulna: (part#unknown; lot# unknown; quality:1). This report is for one (1) 1.5mm drill bit w/depth mark mini qc/96 mm. This is report 1 of 1 for complaint (B)(4).